Event description:
The customer reported a faulty 7-segment light emitting diode (led) display at the pressure selection panel. The displayed numbers were distorted and incomplete, causing difficulty in accurately reading the selected pressure settings during inspection for use of an olympus high flow insufflation unit. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.